Manufacturer narrative:
Additional information received reported that the physician felt the problem wasn't specific to this device, but was mainly due to incorrect positioning of their hands during handling of the device, due to not being accustomed to the increased length of the front grip on the navion devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of a 60 mm thoracic aortic aneurysm. It was reported that during the deployment of the device, the physicians noted an increasing degree of resistance from the slider handle and screw gear. When investigating the issue, it was noticed that the operating physician's left hand was positioned with the little finger and left edge of palm on the device sheath. As a result, the physician's glove had been pulled into the delivery system, ripping in the process. The stent graft was deployed successfully but operator was unable to recapture the tapered tip and tip mechanism. The delivery system was withdrawn carefully and removed from the patient safely and without injury. As per the physician, the cause of the event was user error, as they unwittingly placed the edge of their left hand on the graft cover. However the physician felt that the front grip was perhaps too short. No additional clinical sequelae were reported and the patient is fine.